Event description:
It was reported that during a ptca procedure, the balloon became stuck in the guide catheter during removal. The entire system was removed. No patient injuries or complications occurred.